Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing passing both the homechoice electrical and functional test. Review of the device logs revealed an additional difficulty of 2 increased intraperitoneal volumes (iipvs) had occurred. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipvs found in the device logs. The device functioned normally during pal testing. The cause of the iipvs was determined to be: insufficient drain, use error, tidal ultrafiltration (uf) removal set too low (0 ml). A service history review showed the device had not previously been returned for any issues related to iipv the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the issues of iipv. The device had not previously been returned. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The drain volume was 3657ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.